Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw is damaged, the nail or clip, fitted in the jaw is coming out while clipping. The surgeon found this defect when he used it for the first case and the instrument got stuck in patient's body, finally doctor converted the case to an open case for removing the instrument from the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was produced at the (B)(6) facility as part of a 50pc. Lot in (B)(6) of 2016. This instrument has not been returned for our evaluation, but pictures and video provided for tc#(B)(4) show a 5mm endo applier with the end of the tube assembly bent open and damaged at jaw end and the jaws appear loose and misaligned to each other and the jaw pivot pin is slightly popped out on one side of the tube assembly. Mishandling of this device at the end users facility is suspected. No corrective action required.

Event description:
It was reported that the jaw is damaged, the nail or clip, fitted in the jaw is coming out while clipping. The surgeon found this defect when he used it for the first case and the instrument got stuck in patient's body, finally doctor converted the case to an open case for removing the instrument from the patient's body. The patient's condition was reported as fine.